Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device had one elective replacement indicator (eri) length charge time on this date but did not reconfirm it the next day so the device did not officially declare eri. The device then declared end of life (eol) one month later following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Analysis noted that the device was returned with the header separated from the case. While there was minor tool marks around the header, visual inspection confirmed that there had been poor adhesion between the header and the device case as both the header and case show no signs of good adhesion. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that the charge times on the device were higher than expected, but still within normal limits. Over two years later, the device reached end of life (eol) due to an extended charge time outside of specification. Subsequently the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.